Event description:
It was reported that the patient's hip was revised due to trunnion wear. The stem, head, and liner were revised to a restoration modular stem construct, femoral head, and liner. Rep confirmed that there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event of disassociation was confirmed via product evaluation. Method & results: -product evaluation and results: the device was returned for evaluation. Scratches are visible on the rim of the head. Material evaluation was completed and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further material analyses were performed. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: the device was returned for evaluation. Scratches are visible on the rim of the head. Material evaluation was completed and indicated the following comments: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's hip was revised due to trunnion wear. The stem, head, and liner were revised to a restoration modular stem construct, femoral head, and liner. Rep confirmed that there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.